Event description:
The hospital reported that before starting the procedure, they checked the vasoview hemopro 2 cutting tool. They observed that silicon tip got from the metal tip. Silicon tip detached from the metal. Completed the procedure with new one. There was no delay. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/23/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation onboth the hot and cold jaw were observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000502641 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.